Event description:
The physician was performing a circumcision on an infant, the circumcision clamp cut deeply into the tissue. The injury to the pt caused prolonged hospitalization but the pt recovered fully. There were several circumcisions performed that day and when the instruments were sent back to central processing for cleaning and sterilization, the nursery called and informed them that the incident had occurred. Since several instruments were presented for cleaning, and each device has four pieces, it was difficult to determine what may have actually caused the incident. However, the potential for mismatching sizes during assembly of the instrument is ever present.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: mated with incompatible equipment, unanticipated short term complication of procedure. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided, inserviced by other facility staff. The device was not destroyed/disposed of.